Event description:
It was reported that the deep brain stimulation (dbs) patient experienced persistent redness and warmth at the implantable pulse generator (ipg) incision site following the most recent surgery. Due to concerns about a potential infection, the patient was taken to the operating room for evaluation. Intraoperatively, no visible signs of infection were observed; however, the ipg pocket was washed with antibiotic fluid and cultures were obtained. The cultures later returned positive. Consequently, the ipg and the lead extension were explanted, and the patient was placed on antibiotics. According to the physician, the infection is not related to the device. The patient is recovering well postoperatively. The explanted devices will not be returned for analysis, as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, symptoms have not improved since surgery date on (B)(6) 2025. Block d.2b; additional applicable product codes: nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: 5003965, UDI: (B)(4).